Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: if follow-up, what type - correction h6: event problem and evaluation codes -  correction h10: additional narratives/data - corrected data.

Event description:
It was indicated that the patient was using an unsupported operating system, which is misuse of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error "session has ended I have a new transmitter" occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported allegation of an unknown error "session has ended I have a new transmitter" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.